Manufacturer narrative:
Additional information received that the event occured during preparation and there was no patient involvement.

Manufacturer narrative:
H3: four pictures of one cadd cassette reservoir from p/n 21-7301-24 with a worn assembly bag (ay) were received. No thorough inspection could be performed because no samples were provided for evaluation. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The most probable cause was that the assembly between pressure plate and housing was not performed properly. The ay bag was kept trapped with the pressure plate, the production personnel didn't see the cut and reused the ay bag. The reported leaking issue was confirmed.

Manufacturer narrative:
H2: correction: see d10 and h3. H3: one cadd cassette reservoir from p/n 21-7301-24 l/n 3656076 was received in used condition without its original packaging inside in a plastic bag. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. The cassette sample had a medication information label. A syringe was used to infuse water into the assembly bag (ay). A leak was detected in the ay bag, specifically located in top corner near pump tube connection. The reported issue was confirmed.

Event description:
Information was received indicating that two vials of epoprostenol medicine leaked from a smiths cadd cassette reservoirs - flow. After dispensing the medicine in the bag, it was later evident that it leaked out. There was no reported injury to the patient.